Event description:
A trident 36mm f alpha code liner would not seat and lock into a psl cup. We opened another liner and it seated in the cup fine.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. The investigation found no evidence the event was related to the device design, materials, or manufacturing . The subject liner was returned in used condition with damages consistent with the reported implantation attempt. Imprint damage on the distal section of the locking feature indicates the device was not properly aligned during insertion and attempted locking. An accurate functional inspection cannot be performed due to the damage to the locking features from the implantation attempt. The event was confirmed. The investigation determined the likely root cause of the event to be misalignment of the liner within the shell during attempted implantation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
A trident 36mm f alpha code liner would not seat and lock into a psl cup. We opened another liner and it seated in the cup fine.